Event description:
On (B)(6) 2010, the patient reported that this morning, while trying to change the insulin cartridge of his infusion device, he retracted the piston rod and the piston rod kept returning. He said the black top portion of the piston rod fell off. He stated he will switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.